Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient went to the emergency room last night, (B)(6) 2017, to have the leads removed due to being in so much discomfort.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with a neurostimulator for a basic evaluation. A lead migration was reported. The patient stated that they feel the lead might have migrated because they used to feel stimulation in their vaginal area but are now feeling stimulation in their buttocks. Additional information was received from a trial patient on (B)(6) 2017. The patient stated that the bandage on their back is very itchy and irritating and was causing a burning sensation. Additional information was received from a trial patient on (B)(6) 2017. The patient stated that the right side of their back was beginning to hurt. Additional information was received from a trial patient on (B)(6) 2017. The patient stated that the wires were causing them to be itchy and the area was still sore. It was unknown if the issues were resolved at the time of the report but the patient was noted to be alive with no injury.